Manufacturer narrative:
Device evaluation: the device was returned for investigation, sample was received in used conditions without its original packaging, connected to an extension set, decontaminated and inside in a plastic bag. The second sample was received in unused conditions with its original packaging. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus cal. ID; 1.0386 due date: february 2022] to look for unusual function. Results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. No problem was detected with the device. No root cause could be determine due complaint was not confirmed.

Event description:
It was reported the device displayed the alarm -no disposable, clamp tubing-. The customer changed the cassette and the alarm was cancelled. No patient injury was reported.